Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06851 and 2134265-2017-06852. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During the third pullback, it was noted that the ilab froze and would not pullback, so therefore automatic pullback could not be performed and such issue was unable to be resolved. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported and the patient had no injury.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06851 and 2134265-2017-06852. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During the third pullback, it was noted that the ilab froze and would not pullback, so therefore automatic pullback could not be performed and such issue was unable to be resolved. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported and the patient had no injury.